Event description:
It was reported that the patient presented in clinic after experiencing phrenic nerve stimulation. The lead was explanted and replaced. After the procedure patient did not have any symptoms and would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.